Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that she almost passed out due to low blood glucose levels. The customer also stated that she was advised to take a manual injection by her healthcare provider and that her blood glucose lowered to 41 mg/dl. Troubleshooting for low blood glucose and high blood glucose was done. The customer treated her low blood glucose with glucose tablets. The customer treated her high blood glucose with manual injections and insulin pump bolus delivery. The customer stated that she had low blood glucose levels since (B)(6) 2015. Advised to monitor the insulin pump and call back if issues persisted. Advised to revert to back-up plan as needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.